Manufacturer narrative:
The pump was received with a cracked and bleeding lcd glass, a cracked case at the display window corner, minor scratches on the lcd window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that the insulin pump had partial display. The customer's spouse reported that there were black lines across the screen and almost completely blank. The customer's spouse reported that they could not change the infusion set due not being able to read the screen. The customer's blood glucose was unknown at the time of incident. The customer's spouse stated that the insulin pump was hit by a post. The customer's spouse was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.